Event description:
The patient reports their catheter was explanted approximately two weeks after implant due to infection. The patient reports the pump was left in place and has been running ever since the catheter was explanted. The patient reports the hcp plans to refill the pump with saline and will implant a new catheter in 2007. No patient symptoms were reported. Additional information was requested from the hcp, but was not available on the date of this report.